Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist, after comprehensive clinical and radiographic evaluation, it was found that the patient has lower anterior teeth that are loose and causing pain. #26 needs a root canal and has been scheduled. Dentist recommended stopping aligner treatment immediately and to focus on getting the patient's teeth stable and out of pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.